Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the jaws were unable to open all the way with the handle fully distended. There was no patient involvement.